Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons are hard to press. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had unexplained no delivery alarm. The customer also stated that when he insert new battery in it, it has been taking longer time to reset and insulin pump giving grinding noise during rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or failed battery alarm, missing segment/partial display, rewind/noise. No delivery alarm/occlusion and audio/vibrate anomalies due to unresponsive button. No button error alarm during testing. Device received with stained end cap sticker and stained address/serial number label.(B)(4).